Manufacturer narrative:
Analysis of software files was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. Analysis reviewed the planning of this case. No skiving potential was observed. The registration attempt was checked. No observable shifts were found and registration results deem as accurate. A disposable single clamp was used as chosen platform for this case. According to the images provided, the clamp seems to be attached properly as most teeth are fixated to the bony anatomy. The deviations can be observed in case export. As all k-wires seem to have deviated in a superior fashion. All the wires seem higher than planned by the same amount, which suspects a patient shift occurred following the registration. After reviewing all available information, analysis concluded that the most probable cause for the deviations experienced in the or is a patient shift that happened after registration was completed. The fact that all k-wires have deviated to the same direction and by the same amount, further highlights the shift as the cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that troubleshooting involved manual registration prior to wires being placed. No troubleshooting was done after finding the wire to be superior since the surgeon wanted to freehand. The representative was not sure of the cause, but thought it could have been due to the alif cages placed prior to registration. The screws were able to be accurately placed freehand.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an olif, the patient was flipped prone for levels 3-4. K-wires were placed and an image was taken. All of the wires were superior. The cause of the superior placement was unknown. The surgeon and manufacturer representative did not see any shifts during the procedure. Retractors were placed after registration and there were cages previously placed during a prior procedure. The surgeon decided to freehand the screws. There was no patient harm and the procedure was delayed less than an hour.